Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced high blood glucose level. The blood glucose level of the customer was 587 mg/dl at the time of the incident and 207 mg/dl. The customer was treated with insulin pump 15 units. The product will not be returned for analysis.